Manufacturer narrative:
Analysis of the AED's log files determined that the customer's failure to promptly address red asi warnings contributed to a reduced battery life expectancy. As part of our follow-up, we reviewed proper device maintenance protocols with the customer. The cause of the asi warning was traced to a failed relay (lv u12 - relay coil). However, this component failure did not impact the AED's ability to deliver therapy. Bench testing confirmed that the device remains within specification and capable of delivering therapy as intended.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. They reported this did not occur during patient u.

Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.